Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that an unspecified cartridge alarm occurred during the load process with multiple cartridges. There was no impact to the customer's blood glucose level. Reportedly, the customer successfully loaded a new cartridge and resumed insulin delivery. The customer reported manual injections would be used for insulin therapy.